Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to b5: update "the infusion completed after five hours" to "the infusion completed after 16.5 hours". H4: the lot was manufactured from june 24, 2019 - june 26, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo identified the device, however the reported condition was not clearly observed via the provided photograph. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10 and h3: h10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was a large volume infusor over infused. The expected infusion time was twenty-four hours; however, the infusion completed after five hours. There was no patient injury or medical intervention associated with this event. No additional information is available.